Event description:
High pacing impedance was reported on this lead on (B)(6) 2019, impedance has been over 2500 ohms since (B)(6) 2018. Lead was capped due to high impedance on (B)(6) 2019.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.